Manufacturer narrative:
The device is expected to be received for evaluation, but it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that they had experienced leaking while in use in their cancer center. There was patient involvement; harm was not reported as a consequence of this event. This is report one of two.

Manufacturer narrative:
The complaint of leakage on the 142550489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review for 13702797 was reviewed and no non conformities were found that would have led to the reported complaint.